Manufacturer narrative:
Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. The pump was received with minor scratched lcd window. Unit p-cap / test reservoir does lock in place properly no anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was falled into water and display was scratched. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.